Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged which lead to diaphragmatic stimulation. The muscle stimulation was resolved by reprogramming the lv lead configuration, threshold measurements also improved. An x-ray taken after the programming change showed that the lead has not continued to move. No further intervention was taken and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.